Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had faded image when conducting the test. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, g4, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit and flickering image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, due to disconnection in cable unit, the displayed image was flickering. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.